Event description:
The customer reportred that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed and hemostasis was achieved. Approximately 10 minutes following hemostasis, distal pulses were absent in the right dorsoposterior. The pt complained of numbness in the right foot. Approximately 10 minutes later the pt's pulses were regained and no cyanosis was noted. It was noted in the chart that at less than 5 minutes later, nitroglycerin was administered for arterial spasm and the pt's pulses improved. The pt was ambulated approximately 4 hours later and the pt was complaining of leg cramps at that time. The pt was discharged home. Three hours later the pt was admitted to the emergency room with pain in the right leg. An hour later the pt was sent to surgery for a femoral artery exploration, thrombectomy, vein patch, and removal of foreign body. The operative report noted removal of a "foreign body plug material anterior to proximal superficial artery" and removal of "intraluminal foreign body material from proximal superficial artery". The pt's diminished pulses and leg pain were resolved with surgery. No further complications were reported.